Event description:
Model 2420-0007 administration set arrived with virtually no event details. Unexpected return, the set is one of five additional sets that arrived on (B)(6), 2012 in a package with sets for two other complaints. Although requested, no additional patient or event information was provided by the customer.

Manufacturer narrative:
(B)(4). Conclusion: no available code for undetermined or unknown cause. During visual inspection of the returned set it was noted that the lower portion of the silicone segment with the o-ring still present on the silicone tubing was completely separated from the lower fitment. There were no crush marks observed on the upper or lower fitments. Functional testing of the returned set was deemed unnecessary due to the silicone tubing separation. The root cause of the silicone tubing separation was not identified.